Event description:
A patient reported blood glucose results of 6.4 mmo/l and 4.9 mmo/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20 and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.